Event description:
During troubleshooting of a check supply line alarm on the homechoice, the caregiver (cg) was instructed to turn the spike on the supply bag. The cg reported the spike came out of the bag. The tsr instructed the cg to close the clamps and cycle the power. The tsr assisted the cg with getting the set out and explained the cg would have to start over with all new supplies. Product surveillance contacted the hp on (B)(4) 2011 regarding the spike that came out of the solution bag. The hp stated the solution bag did not fall and that the spike was not secure during connection. The hp stated she started over with new supplies and resumed therapy. The hp had been into the clinic since the alarm and let her peritoneal dialysis registered nurse (pdrn) know about the alarm and disconnection of the solution bag. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed as use error for an incomplete connection. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.